Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the tip of the craniotome device was bent. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned for evaluation was reported as apr 17, 2018, the correct date is may 17, 2018. The device manufacture date was documented as unknown in the initial report. This has been updated to aug 14, 2017. The unique identifier( UDI) has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device neuro tip was damaged, the crane handle was damaged and had slight abrasion and the ball bearings were worn. The device also failed pretest for visual assessment (holder). During further evaluation, it was noted that the device had a drilled leg which is consistent with use of excessive force which is use error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.